Manufacturer narrative:
(B)(4). Date sent 10/8/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: were there other clips placed in the area of the clips placed on the duct? Any crossing of clips? Was the clip malformed? How was the case completed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1.the case was completed by retrieving another device. 2. The patient did have a bile leak and returned to surgery 3 days later 3. Initial postop care was pain management, but the patient did return to the ER with severe abdominal pain, and consequently returned to surgery attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the clip visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not stay attached to the tissue and came off, resulting in a bio leak.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. Additional information was requested, and the following was obtained: were there other clips placed in the area of the clips placed on the duct? Yes. Any crossing of clips? No. Was the clip malformed? No. Was the clip visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient went to ER, consulted general surgeon, imaging what was observed at the site of the leak upon reoperation? Leak at the cystic duct stump, clips appear to not be all the way pinched together. How was the leak addressed? 0 pds endoloop suture was placed were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Clips appeared to not crimp closed enough to prevent a bile leak into abdomen.